Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during power up, the light check or alarm did not light up. The battery is 3.6v. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿that during power up the light check or alarm does not light up." Was duplicated. The cause was a faulty electrical chassis. Replaced the faulty electrical chassis. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.